Manufacturer narrative:
This MDR report was submitted inadvertently as this is a clinical patient. Adverse event reporting for this event will be performed by the regulatory department. No further reports are forthcoming.

Event description:
It was reported by medical staff that a patient experienced a loose battery connection on power source number 1. The controller was exchanged and the patient tolerated it well. No additional information was provided.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient's controller had a loose power source connector. There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned controller failed visual inspection as the ps1 and ps2 connectors were slightly loose; however, functional testing was still possible. The port could still transfer electrical signal to the controller via battery and the ac power source. A possible root cause of the reported event may be attributed to loose bolts on the connector. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.